Manufacturer narrative:
The system was repaired at the customer's facility on june 5, 2017. The reported error code was confirmed and determined to be the result of an off-center shutter / adjustment issue. The set screw was loosened, the shutter was re-centered on the center pin assembly and the set screw tightened. The system was tested and verified to specification.

Event description:
It was reported that while using the laser system during a procedure, a problem code 61 occurred. The procedure was completed using another manufacturer's device. There was "no harm" to the patient - there was no injury reported.